Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad and the blade was found to be broken at the discolored (blue) portion. The broken piece of blade was returned with the device. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, the scalpel could not cut and coagulate. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.